Event description:
It was reported that the patient experienced a fall and subsequently the spinal cord stimulation lead migrated. It was assessed that the fall was device and stimulation related. The patient underwent a revision procedure in which the lead was replaced. There were no patient complications. The explanted lead will not be returned as it was discarded. The patient has recovered.

Manufacturer narrative:
Block b3: date approximate.

Manufacturer narrative:
Block b3: date approximate.

Event description:
It was reported that the patient experienced a fall and subsequently the spinal cord stimulation lead migrated. The patient experienced loss of therapy and stimulation in a non-target area. It was assessed that the fall was device and stimulation related. The patient underwent a revision procedure in which the lead was replaced. There were no patient complications. The explanted lead will not be returned as it was discarded. The patient has recovered.